Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert appeared in the pump history. There was no adverse impact to the customer's blood glucose level. The customer tried various solutions, including different wall adapters and charging cables, to resolve the issue, but none succeeded. Technical support decided to replace the pump, and the customer was informed about the steps needed upon receiving the replacement pump. The customer agreed to use multiple daily injections as a backup insulin therapy and was instructed to return the faulty pump within ten days.